Manufacturer narrative:
Concomitant products: product ID: d314trg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.